Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that  their first implant was removed because of infection. See (B)(4) for report of wires breaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.